Event description:
During a clinic follow-up, episodes of post-sensed t wave oversensing resulting in inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. The device was replaced due to normal eri and during this procedure, the new device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.